Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with two proglide devices using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. The sheath was upsized to a 18f and then a 24f sheath. The mitraclip procedure was completed. Reportedly post procedure, one of the two proglide sutures broke during knot advancement. The successfully placed proglide suture along with two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.